Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and visually inspected. The top jaw of the device is intact, not broken off as reported; therefore this complaint cannot be confirmed. It appears that the actuator is detached from the jaw pin which causes improper function of the jaws. This type of failure is likely attributed to blunt force impact / mishandling, a user issue. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot released to distribution over five years ago. The likely root cause can be attributed to blunt force impact / mishandling, a user issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No UDI number exists for the specified product code. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep reported that during a rotator cuff procedure, it was observed that the top jaw on the customer's expressew ii flexible suture passer broke off when loading the suture outside the patient. The sales rep stated that the device broke before being used on the patient. The sales rep reported that the surgeon completed the procedure with another like device with no patient consequences but there was a two minute delay. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.